Event description:
Patient reported the infusion device doesn't deliver the expected amount of insulin. Patient stated he doesn't get enough insulin which leads to an elevated blood glucose level. Blood glucose level was not provided. Patient's normal blood glucose range was not provided. Patient reported he tried using different infusion set canulas and changed the infusion sites, but his blood glucose remained elevated. Patient stated he treated himself with an insulin pen. Patient will get replacement infusion device from the hospital. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.